Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose was running high. The customer had a high blood glucose of 600 mg/dl and was bale to bring it down with several corrections. The customer waited until it was down to 318 mg/dl and went to bed. The customer woke up with a low blood glucose of 38 mg/dl, over ate to compensate, and had a high blood glucose of 350 mg/dl. The inside of the battery cap was damaged and the customer was sent a new battery cap. The drive support cap was normal and recessed. The time, date, bolus settings and basal settings were programmed correctly. The customer did not recall any alarms since the high blood glucose began. The bolus history displayed all entries. The insulin pump passed the high pressure test. The customer was advised to monitor the issue and call back if it reoccurred.